Event description:
It was reported to nova biomedical that a consumer received a result of 198 mg/dl on their blood glucose meter. The consumer did not believe the reading to be accurate. She subsequently experienced a hypoglycemic event not requiring medical intervention. The consumer's daughter gave her lemonade to raise her mother's blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of the call. The test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.